Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(6), ubd: 23-sep-2014, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrodes 0-2 were 40,000. #3 was 22050. #4 was 40 ,000. #5 was 890. 6-7 were 40,000. Impedances were checked multiple times. Patient had his battery replaced today due to normal eos. His battery had been eos for a couple of years and so no impedances were able to be read in pre-op. Impedances were off on one lead when checking in intra-op. The lead was removed from the battery, wiped and replaced several times. The patient received satisfactory coverage of therapy with the functioning electrodes. He is happy with the coverage and results at this time. Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they learned one of their leads were broken at implant date and mdt rep. Had been informed at implant date. Pt said they only had one working lead. Since implant date, pt got a settings not available message on their controller several times and had met with mdt reps to reprogram. Pt said the reprogramming would work for about an hour after their meeting and then would stop working. Pt got "settings not available" message again. Patient services specialist(pss) reviewed the meaning of the settings not available message. During the call, the patient reset their controller and turned their therapy on. Patient then attempted to adjust therapy settings, but got settings not available. Additional information received from the consumer reported that the cause of the broken lead could be maintenance on vehicles and their home or chiropractic care, the patient didn¿t know for sure. They would not be replacing the lead and had gotten the settings issue figured out. It was determined that they had the settings for everything too high and after adjusting everything seemed to work.